Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging there were gaps in continuous glucose monitor data. There was no indication of a serious injury. This complaint is being reported because the issue was not resolved with troubleshooting.